Manufacturer narrative:
Resubmission of initial report. The original submission was erroneously marked as a follow up 1 it should have been marked as an initial. Please disregard "follow up 1" submission.

Event description:
During revision surgery it was discovered that the femur was without cement.